Manufacturer narrative:
No conclusions can be made without the device. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that after insertion there was cuff leakage. The tube was immediately removed and the pt was re-cannulated with new tube.